Event description:
A peritoneal dialysis (pd) patient reported a cycler that displayed a blank screen during power up. The power cord is connected properly. The issue occurred during set-up before the patient was connected to the machine. The patient has manual supplies for 2 days and will perform manuals until the new cycler arrives. The technical support representative advised discontinue use of this cycler and will be issuing a replacement cycler due to the blank screen. Additional information was requested but none was received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. One of the pump screws on the right side was missing. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.